Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs nos"), device breakage ("fracturing of the implant/device breakage") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A95856) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and loop electrosurgical excision procedure. Concurrent conditions included anxiety, subvalvular aortic stenosis, pelvic congestion syndrome, dysfunctional uterine bleeding and uterine bleeding. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic congestion ("other injury(ies) or complications please describe: pelvic congestion syndrome"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping, pain/lower abdominal pain"). The patient was treated with surgery (to remove the essure implant/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and pelvic congestion outcome was unknown and the genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered abdominal pain lower, anxiety, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic congestion, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: explant date provided in recent follow-up is (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion.. Pathology test - on (B)(6) 2017: result: specimen and source: bilateral tubes and essure bilateral explants pre-postoperative diagnosis: desires sterilization gross description: there is a metallic coil were at the proximal end,this wire is exposed for the distance of 1 cm at the proximal end .this device is screwed out of the tube. Diagnosis: fallopian tubes, bilateral with essure explants ,salpingectomy. Essure explants. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: menorrhagia, dysmenorrhea and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs"), device breakage ("fracturing of the implant/device breakage") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A95856) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and loop electrosurgical excision procedure. Concurrent conditions included anxiety, subvalvular aortic stenosis, pelvic congestion syndrome, dysfunctional uterine bleeding and uterine bleeding. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic congestion ("other injury(ies) or complications please describe: pelvic congestion syndrome"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping, pain/lower abdominal pain"). The patient was treated with surgery (to remove the essure implant/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and pelvic congestion outcome was unknown and the genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered abdominal pain lower, anxiety, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic congestion, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: explant date provided in recent follow-up is (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Pathology test - on (B)(6) 2017: result: specimen and source: bilateral tubes and essure bilateral explants pre-postoperative diagnosis: desires sterilization gross description: there is a metallic coil were at the proximal end,this wire is exposed for the distance of 1 cm at the proximal end .this device is screwed out of the tube. Diagnosis: fallopian tubes, bilateral with essure explants ,salpingectomy. Essure explants. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: menorrhagia, dysmenorrhea and fatigue. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received with her demographic details were updated. Product indication added. Race information added. Other hcp added. Aka name added. Suspect drug implant date updated from (B)(6) 2013. Essure lot number added. Following events were added: abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, pain, fatigue, other injury(ies) or complications please describe: pelvic congestion syndrome. Event outcome added for abnormal bleeding, abnormal bleeding (vaginal), menorrhagia, pain and cramping, pain/lower abdominal pain. Medical history added. Lab data added. Event clubbed: fracturing of the implant/device breakage. Event clubbed: cramping, pain/lower abdominal pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("fracturing of the implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping, pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device breakage, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, genital haemorrhage and perforation to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.